Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw anomaly was confirmed in the laboratory. Analysis found medical adhesive in the setscrew inset. The medical adhesive is the reason the setscrew would not tighten.

Event description:
It was reported that the setscrew would not engage through the valve seal. The pulse generator was removed and replaced.